Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2023-03-14. The rep reported that the explanted system location was unknown. There was no current plan to re-attempt implanting a new system.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2023, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-nov-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt arrived for post-implant follow up with the physician. Rep connected to the ins to begin an impedance check and the patient reported "sharp, shooting, intolerable pain" radiating down leg (cannot remember which). Rep was unable to complete the impedance check and did not reattempt an impedance check. With the doctors approval, rep further investigated the issue when rep initiated programming dtm scs. Group a program 1, the patient did not report the same intense pain and rep was able to continue as if normal. However, with group a program 2, rep was able to re-elicit the same "sharp, shooting, intolerable pain" with a "0.2 intensity." Rep turned off stim and the doctor began putting in orders for x-ray and MRI . Rep extensively went over how to activate MRI mode with the patient and the patient is currently scheduled for an MRI (B)(6) 2023. Rep reported that he cause of the patient's pain is of unknown etiology. The md in charge sent the patient for an x-ray and MRI. The MRI results are pending and further actions regarding this patient will be dependent upon those results. The issue is ongoing. On (B)(6) 2023 MRI results showed the leads were located in the intrathecal space. The leads require to be explanted. Surgery scheduled for (B)(6) 2023.